Manufacturer narrative:
Customer did not provide serial number. A philips product support representative spoke with the customer. The customer indicated that they resolved the issue and no support was needed from philips. It could not be confirmed that the philips device had a malfunction. The cause is unknown.

Event description:
The customer reported, "when you have artialine lines/ red alarm is being suppressed" the device was in use on a patient. There was no report of patient or user harm.